Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
Upon dressing change, premicath's extension line snapped in half. Specifically, it was the portion of the extension line above the fixation wings, near the slide clamp. The customer decided to remove the damaged extension line and catheter completely. Neonatal PICC team then inserted a new 1.4fr catheter.